Event description:
It was reported the atrial lead had two occasions where the impedance has been low. The lead remains in use. No patient complications were reported as a result of this event. It was later reported that there was a concern about atrial sensing, there was a high number of ventricular sensing episodes since (B)(6) 2010, and that there are atrial tachyarrhythmia/atrial fibrillation episodes. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed the atrial impedance measurement was typically in the 200s but there were two occasions when the value was less than 100 ohms.